Event description:
Patient presented with high lead impedance. X-rays were performed, received, and reviewed. The generator was located in the patient¿s upper left chest. The connector pin can be seen coming through the second connector block. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s chest and appeared to be routed toward the patient¿s left chest. The strain relief loop and bend and presence of tie-downs was unable to be assessed due to poor image quality and the angle of the image. There was a portion of the lead that was routed behind the generator, and the lead wire is unable to be assessed to be intact at the connector pin due to poor image quality. In the visible portions of the lead, a sharp angle was noted on the main lead body near the electrodes. Patient implant history indicates that the patient previously underwent lead replacement. Due to the image quality and angle of the image it is unclear if the sharp angle observed is remnant of the previous lead and electrodes or a sharp angle in the currently implanted lead. No gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance is not able to be assessed based off of the x-ray shown. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. Further information was received that the patient underwent exploratory surgery. Pin re-insertion was attempted and high impedance was still observed. A test resistor was then used with the generator and impedance was ok. The generator was re-connected to the lead and high impedance was observed again. No further surgical action (device revision) was performed. No other known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received that the patient had undergone a generator replacement surgery in (B)(6) 2019 and that the high impedance presented after the generator replacement. The patient presented with continued high impedance in (B)(6) 2019. The physician noted that the device was not providing stimulation. Low output current was reported in association with the high impedance for the patient's device. The patient was referred for lead revision surgery. No known surgical intervention has occurred to date.

Event description:
Patient underwent full revision surgery (replacement of the lead and generator). The explanted products have not been received by product analysis to date.